Event description:
It was reported the patient was experiencing an increased recharging burden and wanted the ipg (implantable pulse generator) to be replaced. The sjm representative met with the patient and the charging interval was calculated approximately. The patient was unable to provide exact recharging interval information. The patient was asked to monitor charging and was to meet with the physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.